Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00219. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer¿s biomed, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the ac was connected to the device, and the power switch and battery leds were illuminating. It was then reported that when the power switch was pressed, nothing happened. The rse advised the biomed to hold the "accept button" and power switch for ten seconds (both switches were pressed concurrently); the rse reported that the device was then able to power on. The device now powers on and off with no issues. The rse then reviewed the event log and found no "check vent" or "vent inop" codes. It was noted that a normal shutdown code (2002) was logged in the event logs. The rse advised the biomed to check the cable that connects the ventilator to the his/emr system, in order to ensure that it was not defective. The rse reported that the issue was resolved after holding the "accept button" and power switch button for ten seconds. The device was returned to service.